Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the dilator did not have a tip so that the catheter could be introduced gently, making it necessary to use 2 catheters, and even so, the lack of a tip ended up breaking the tissue causing bleeding at the insertion site." Additional information was requested, but was not available at the time of this event.

Event description:
The complaint is reported as: "the dilator did not have a tip so that the catheter could be introduced gently, making it necessary to use 2 catheters, and even so, the lack of a tip ended up breaking the tissue causing bleeding at the insertion site."

Manufacturer narrative:
Qn#(B)(4). Additional information received indicates the issue was detected prior to use on the patient. It was also reported that no medical intervention was necessary and the current condition of the patient is "stable". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.